Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that each loading unit was fully fired. The anvil of the first loading unit was bowed and the knife bar assembly was buckled. Microscopic examination of the second loading unit observed damaged to the cutting edge of the knife blade. Functional testing of the loading units found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While firing, there were poorly formed staples. The staples were not properly "b-shaped". The staple line was incomplete at the distal end. To correct the incomplete staple line, the surgeon used another reload. No patient injury or extension in surgical time. Patient status is alive, no injury.